Manufacturer narrative:
Tracking #.15744. D5; h4: info not available, device not returned for analysis.

Event description:
It was reported the device was used during a laparoscopic cholecystectomy. It was reported by the rep reuseable clip applier, jaws too wide to fit through a standard 10/11mm trocar, and when pressure applied to jaw to insert it, the clip falls out of the jaws once the instrument is in the abdominal cavity. Jaws are not aligned. There was no consequence to the pt.